Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket was failed to open. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 17-may-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed to open. The field service engineer reseated the cables to the row board and the retractor cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.